Event description:
Complainant alleged that the medics responded to a call for an unconscious pt at a golf course. The pt had profound cyanosis to face, neck and chest and was warm and diaphoretic. The pt was monitored using the 4-lead pt ECG cable with the device. During that time the pt developed agonal respirations and was found to be in polymorphic ventricular tachycardia (v-tach). The multi-function electrodes were applied to the pt's anterior and posterior chest and the device was charged to 200 joules. The medics attempted to discharge the device, but it displayed a "check pads" message. The device cables were checked. Electrode placement was rechecked and pressure was applied to both pads. The medics again attempted to defibrillate the pt, but the device displayed the same message. The pt was "precordially thumped into v-fib." "CPR was then initiated." The electrodes were checked again and defibrillation was again attempted without success, with the screen displaying a "check pads" message. CPR was then resumed and the pt was intubated" and an IV was started. Several medications were administered, including epinephrine and lidocaine. CPR was halted and the pt was found to have a radial pulse. The pt was moved to the ambulance. The pt then had "spontaneous respirations and spontaneous movement in the upper extremities." The pt was then transported to the hosp. The complainant indicated that there was no adverse effect on the pt as a result of the reported malfunction.